Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result was 0.96 ng/ml (above the ami cut-off). The result was reported out of lab. The customer indicated that the original sample from the pt was retested for accu tnl in 2005. The repeated accu tnl result for the pt was 0.02 ng/ml. The customer indicated that the pt received a heart catheterization procedure with no blockages found.